Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (display issue) issue; the reporter stated there are a few dashes on top of display screen but rest is blank. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-sept-2019 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal audible tone and vibration. The original complaint of dashes in the display was not able to be adequately investigated due the blank display. The unrelated blank display issue was reported in animas medwatch number 2531779-2019-04160. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.